Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down. The customer's blood glucose level was over 500 mg/dl. Tandem technical support (cts) reviewed the pump history with the customer and confirmed that the customer had received the proper alerts and alarm prior to the pump shutting off. The customer acknowledged that the pump had not been charged prior to the shutdown. Multiple attempts were made by cts to gather further information regarding the event, however no response was received from the customer.